Event description:
During treatment, a patient complained of dyspnea, nausea, headache, hypotension and paresthesias. The patient was administered normal saline and hydrocortisone.

Manufacturer narrative:
Evaluation of this device concluded there was no failure of the device and the investigation determined that the root cause of this event is unlikely to be related to the dialyzer. The dialyzer was used off label; the dialyzer was a single use dialyzer and the patient incident occurred during the 8th reuse. Gambro has found no evidence to suggest, and does not believe, that any gambro device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of causation or liability.